Event description:
It was reported that the insulin pump had a broken display screen after the customer had slept on the device. The customer did not remember the blood glucose reading. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a partial display due to the bleeding and cracked glass on the liquid crystal display board. The unit was received with a cracked case at display window corners. The unit was received with minor scratches on liquid crystal display window.